Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra link meter read inaccurately high compared to another meter (unknown hospital meter). The complaint was classified based on lifescan customer service representative (csr) documentation, and further information obtained during a follow up call by csr. The patient alleged that the alleged meter inaccuracy issue began on (B)(6) 2016 at 6.45 am, alleging that he obtained an inaccurately high blood glucose reading of 101 mg/dl with the subject meter compared to 60 mg/dl on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs' criteria for accuracy. The patient informed the csr that he manages his diabetes using insulin pump therapy, and denies developing any symptoms in response to the alleged inaccuracy. The patient reported he was in a pre-surgery prep room, awaiting ear surgery (unrelated to meter issue), when he obtained the alleged inaccurate high reading, and in response to the inaccuracy he was given some sugar paste initially, then at 7am he was treated with IV glucose, prior to surgery commencing. The patient denies receiving any symptoms in response to the alleged inaccuracy. During troubleshooting, it was established that the patient's meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.